Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery using a neuron max 6f 088 long sheath (neuron max). During the procedure, while using the neuron max the physician performed a contrast run and noticed that the neuron max was fractured. Therefore, the neuron max was removed. No further information is available. The procedure was completed using another neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron max confirmed a fracture. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a fracture may occur. Based on the reported complaint, the root cause of the reported complaint could not be determined. Further evaluation revealed ovalization on the distal shaft. This damage was not mentioned in the reported complaint and may be incidental. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.